Event description:
During follow-up for a separate event ((B)(4)), it was reported by the peritoneal dialysis registered nurse [(pd)rn] that this female pd patient was diagnosed with peritonitis. The patient presented to the hospital on (B)(6) 2023 with abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. The pd effluent culture resulted positive for enterobacter cloacae complex . No information was provided pertaining to the patient¿s antibiotic regimen; however, the patient did complete the prescribed antibiotics. The patient was discharged on (B)(6) 2023. The patient continued pd therapy during recovery. The cause of the peritonitis was not confirmed.